Event description:
On 14-aug-2025, clinical diabetes specialist (cds) reported that on (B)(6) 2025, user experienced an incomplete meal announcement bolus (only 37% delivered) without any alarms on the ilet. The device logs showed a binary_motor_error_event noted as motor stall (index 6), but no alert was triggered because alert 38 requires three consecutive stalls before activating. Troubleshooting confirmed insulin was not paused, supplies were not empty, and delivery was not canceled by user. Blood glucose (bg) was unaffected. Resolution involved escalation: the data was reviewed by internal engineering team and explained that the issue was likely related to supplies causing intermittent motor stalls during meal announcements, though not severe enough to trigger an occlusion alert during regular deliveries. No symptoms were reported during the event, and no medical intervention reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.